Event description:
The field service engineer reported the system was displaying cine drive not detected error messages which would indicate the cine function was not operating. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed and the boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.